Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on anterior-3/posterior-3 (a3/p3) leaflets. During initial lock testing the clip opened slightly. Troubleshooting was preformed successfully and the clip remained closed. After deployment, the clip opened to approximately 30-40 degrees. Two additional mitraclip's were implanted successfully to stabilize the clip and further reduce the mr. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and without the device to analyze, the cause for the reported unintended movement associated with clip opened during efaa and clip opened while locked could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.